Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was over 200 mg/dl. The customer stated that the blank display issue was observed after she had already received a replacement battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted during testing. The insulin pump was received with normal operating currents. No frozen screen and no damage on the lcd isolation tape were noted. The insulin pump had cracked case at display window corner, reservoir tube, reservoir tube lip, and minor scratched display window.